Manufacturer narrative:
Date of event and UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the display pixels were damage. Patient involvement unknown.

Manufacturer narrative:
Evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection noted: device received dirty with multiple scratches on enclosure and front cover, water tank cover cracked on all four corners, lcd has liquid crystal leakage, microswitch lever arm is bent, pole clamp discolored, line cord discolored, quick connect is corroded, wires inside device missing zip ties that hold the wires and the heater wire is cut. The complaint was confirmed. The lcd had liquid crystal leakage and an "ink blob". This was the root cause of the complaint. What caused the leakage could not be determined. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.